Event description:
It was reported that the user experienced hyperglycemia after replacing only the infusion site while retaining previously primed long tubing and not performing a new tubing prime, with initial discomfort on needle insertion and one failed insertion attempt; the user was using a contact detach infusion set (23 in, 6 mm) with an ilet pump. Symptoms included restlessness and fidgetiness associated with a highest reported blood glucose of 229 mg/dl. Outcomes included troubleshooting and education on proper priming and fill cannula steps, with no alerts, alarms, or medical interventions reported. Investigation included complaint handling and technical support review focused on use error and infusion set replacement workflow. Investigation of this case revealed user technique contributed to insulin delivery delay due to omission of tubing prime after site change. It was concluded that the event was related to use error with unclear exact cause of the hyperglycemia beyond the missed prime. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.